Event description:
It was reported to medtronic minimed that the customer experienced blood at site, unexpected re-initialization, and differences in sensor and blood glucose value. The event involved product(s) mmt-7040c4. Troubleshooting was performed. The sensor glucose value was 3.8 mmol/l and blood glucose value was 7.6 mmol/l, which was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. The customer did not want to continue wearing sensor. No further patient complications were reported. Mmt-7040c4 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base. Then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications, also checked sensor for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Placed sensor under the microscope and found sensor flex damage. See attached picture for details. Unable to continue with functional test due to sensor being damage. In summary, the customer complaints of unexpected sensor alarms could not be confirmed. Found sensor flex damage. Introducer needle passed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.